Event description:
A doctor identified two (2) different lots of maxcem elite clear, which were alleged to have been associated with the debonding of a crown in one (1) patient. The doctor alleged that the patient's crown debonded twice. The first debonding occurred approximately twenty (20) months after placement with maxcem elite clear. The patient returned to have the crown re-cemented; the restoration debonded again approximately two (2) weeks after the re-cementation with the product.

Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the bond failures, he could not verify which lot was used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident included lot numbers 3668021 and 3653769. The patient's crown was re-cemented with maxcem elite clear, without further incident. To date, the patient is doing fine. The products involved in the alleged incident were evaluated for adhesive strength, yielding results within specifications. A DHR review of both of the lots revealed that there were no deviations from the manufacturing process.